Manufacturer narrative:
The insulin pump alarmed compromised force sensor systemduring the basic occlusion test due to protruded and or loose drive support disk. The device had cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, broken belt clip slot, and stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Caller reports that customer received a compromised forced sensor alarm during priming. Caller states insulin "squirt" out when attempted to prime. Caller states drive support cap was sticking out. Customer's blood glucose was 104 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.